Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal obtuse marginal artery. A 2.75 x 8 mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, upon advancing, the shaft broke in halves. The break was approximately 6 to 8 inches from the hub. The proximal end of the shaft was removed however, the physician had to use a snaring device to remove the distal portion of the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.